Event description:
It was reported via merlin transmission that device exhibited non-sustained lead noise due to post-paced t-wave oversensing. Patient was asymptomatic. The device was reprogrammed. No further issues were reported.